Event description:
Info provided originally to idtf by mother of (B)(6) pt self tester with therapeutic range 2.5 - 3.5 inr (normally at 2.7 on current coumadin dose). Caregiver reports a protime 1.0 inr vs. 2.8 inr on siemans bcs instrument. At the time, pt receiving 3000 units heparin by abdominal injection, twice/day for unreported reason. No report of serious injury, intervention, or coumadin dose adjustment.

Manufacturer narrative:
(B)(4). Manufacturer eval/investigation pending product return from end user.